Manufacturer narrative:
Additional information received confirms the patient did not survive.

Event description:
Updated information confirms the patient did no survive.

Event description:
It has been reported that the device did not shock as expected during a patient use event. There are no known consequences or impact to the patient.